Manufacturer narrative:
(B)(6). This follow up report is being filed to relay additional information that was unavailable at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left partial knee arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2015 due to tibial loosening. All components were removed and a total knee system was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."